Event description:
It was reported that after a successful robotic bronchoscopy procedure, the patient developed a pneumothorax. Patient was hospitalized and chest tube was placed. No device issues were reported.